Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment, which could not be resolved. Due to the amount of time spent troubleshooting, the alarm the circuit clotted preventing rinseback and resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood as instructed in the user's guide. The cartridge was not available for evaluation. The exact cause of the system alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting system alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.